Manufacturer narrative:
(B)(4). The results of this investigation concluded that tearing was observed in leaflets 1 and 3, and fibrous pannus ingrowth was observed on the inflow surface of leaflets 1 and 3. No acute inflammation or significant calcifications were observed. No evidence was found to suggest the cause of the tears and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, an aortic valve replacement (avr) was performed and this 19mm trifecta valve was implanted in the supra-annular position. In (B)(6) 2016, an echocardiogram revealed aortic regurgitation, aortic stenosis and cuspal tears. On (B)(6) 2016, a re-do avr and replacement of the ascending aorta were performed. This trifecta valve was explanted and replaced with a 19mm magna ease valve. Ex vivo, pannus and three cuspal tears (2 in lcc position, 1 in the rcc position) were noted. Per report, the surgeon suspected that the tears along the stent posts were likely accelerated by the operational leaflet stress associated with the closing pressure during systole.